Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the patient presented to the hospital following several episodes of inappropriate defibrillation therapy. Upon interrogation, the device was observed in backup mode, which is the suggested cause of the inappropriate therapy. A successful software download was performed and normal function was restored. The patient was stable following reprogramming.